Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was observed. It was also reported that per patient, pump was turned off, cassette was removed, and air bubble was noted. Patient was instructed to reattach cassette, but the alarm persisted. No patient consequences were reported. No adverse effects were reported.